Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during dwell one (1) while the patient was connected. The patient stated that after the initial drain, they saw air bubbles then the homechoice filled and the patient got air inside their belly. The patient had drain pain. There was nothing found during trouble shooting that could have caused or contributed to the reported event. The renal therapy service agent reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.